Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
Customer reported the unit went to ventilator inoperative. Customer found error code messages of data acquisition (da) pcba adc reference failed and auto-zeroing of machine and proximal pressure transducers in post failed. There was no patient involvement reported.

Event description:
Customer reported the unit went to ventilator inoperative. Customer found error code messages of data acquisition (da) pcba adc reference failed and auto-zeroing of machine and proximal pressure transducers in post failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.